Event description:
This rv lead was capped on (B)(6) 2021 due to fracture. No adverse patient events were reported. Should additional information be received, this file will be updated. Patients entire system was subsequently explanted on 26-dec-2024 due to infection and due to difficulty removing, rv lead was cut between the proximal and distal electrode and retained in the rv apex region.

Manufacturer narrative:
Combination product: yes.

Event description:
This rv lead was capped on 08-apr-2021 due to fracture. No adverse patient events were reported. Should additional information be received, this file will be updated. Patients entire system was subsequently explanted on (B)(6) 2024 due to infection and due to difficulty removing, rv lead was cut between the proximal and distal electrode and retained in the rv apex region.

Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The visual analysis revealed several cuts into the insulation, which most likely resulted from the extraction procedure. However, a thorough analysis of the lead did not show any deviations which might have led to the reported fracture. The values of the parameters measured during the mechanical and electrical analysis were within the technical specifications. Additionally, an infection was observed following the implantation of this biotronik device. The sterilization process was investigated. The validated process assures that all sterilization parameters, such as gas concentration, temperature, humidity, etc., are within its specified ranges for each distributed device. Additionally an analysis of validated microbiological indicators is performed after every sterilization procedure as evidence of successful completion of the sterilization process. Review of the biotronik complaint database did not reveal any changes regarding the trend for this type of incident. In summary, the infection was not device related. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available. An infection was observed following the implantation of this biotronik device. The sterilization process was investigated. The validated process assures that all sterilization parameters, such as gas concentration, temperature, humidity, etc., are within its specified ranges for each distributed device. Additionally an analysis of validated microbiological indicators is performed after every sterilization procedure as evidence of successful completion of the sterilization process. Review of the biotronik complaint database did not reveal any changes regarding the trend for this type of incident. In summary, the infection was not device related.